Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) because the reservoir herniated one week post operation. A surgical procedure was performed in which only the reservoir was explanted and replaced. There were no further patient complications reported.